Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device straining ring came loose on oscillating head, the oscillating head base was cracked, there was an unknown liquid found internally, the o-rings were damaged, the contact and lock were damaged and the electric motor emitted an unusual noise and rotated roughly. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning, incorrect design, inadequate design, insufficient training and inadequate measurement. A CAPA has been initiated to address the cracked oscillating head base. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the battery oscillator device was not working properly. During in-house engineering evaluation, it was determined that the device had a rough rotation (vibration). It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.